Event description:
The doctor performed a hysterectomy by laparotomy. Gynecare intergel was used at the end of the procedure using the extension tubing through a small opening in the peritoneum. A few days later the pt developed pain and other symptoms. The doctor believed gynecare intergel was responsible. The pt's condition worsened and they was re-explored. A bowel injury was found. Despite aggressive treatment the pt expired. The following add'l detail was provided by the surgeon. The surgeon performed a total abdominal hysterectomy, a left salpino-oophorectomy and lysis of adhesions via laparotomy, otherwise healthy pt with a large pelvic mass (left ovarian cyst) and adhesions. At the conclusion of the procedure he instilled 300 ml of gynecare intergel ahdesion prevention solution. Two days later the pt was complaining of more pain than would have been expected. They was also anorexic and not tolerating fluids. Their temperature was normal and their white blood count was low (1.8). The surgeon stated that based on previous experience with intergel, they "assumed that the pain and anorexia were the result of a reaction to the intergel." Twelve hours later, the pt showed signs of sepsis and was taken to the operating room where an exploratory laparotomy was performed. Findings included purulent and fecal material throughout the abdomen extending to the subfascial space. A small bowel perforation was found in the anterior rectum. The surgeon noted that there was no omentum covering the defect. He state dthat he felt "the intergel prevented the omentum from walling-off the bowel rent." He felt that under normal circumstances the omentum would have limited that extent of the spread of the contamination and "probably prevented the sepsis." The pt was sent to the ICU where they developed adult respiratory distress syndrome and expired 2 days later.